Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 was failed due to the latch inseparable magnet was missed. A field service engineer (fse) replaced the inseparable to resolve. Additionally, the fse found that drawer 5 and 7 inseparable magnets were also starting to fail so the fse replaced the inseparable on both drawers for precautional measure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 6 magnet had keeps falling out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.